Event description:
Information was received from a friend/family member and healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). Patient's daughter called the emergency after hours to report the recharger (rtm) cord has a short and will not charge the ins. Technical services (ts) advised daughter to call patient services (pss) on monday for a replacement rtm. Patient (pt) needs an MRI. The hcp then  called back to discuss MRI if ins is depleted. Technical services (ts) reviewed MRI guidelines. Additional information was received from a friend/family member regarding a patient (pt) who was implanted with an implantable neuro stimulator (ins). Caller noted the pt was in the hospital and needed an MRI but the antenna was broken for they could not charge the stimulator to shut off (pss understood to enter MRI mode). Caller noted it was recommended a tech to turn the stimulator off. Caller noted they were going to need to get a new recharger to charge the implant because the implant will charge for 10 minutes then stop for it will go in and out from good to can't find the device. Caller had tried to charge the implant for one and a half hours but the implant would not charge. Caller did not have equipment present with them to troubleshooting, caller will gather number then call back for an rtm replacement. The patient's daughter then called back repeating information documented in the previous call/follow up note. Caller said no one had reached out to them yet. Pss reviewed a message was sent, but pss does not have access to manufacturer representative's (rep) schedules. Caller also had rtm serial number. The patient was sent out a replacement recharger (rtm).  Additional information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The caller reported that the patient had a fall on 17 mar 2022 and since then has had difficulty charging the ins. The caller indicated that they have to apply pressure to the recharger when connecting for a charging session. During the session today the caller indicated that they had the controller screen active and the recharge status was switching between good and poor recharge coupling. The caller was concerned because the controller battery level was depleting but the ins battery level was not incrementing up. The rep called back to follow up on this case. Rep said they charged for 1 hour at good coupling and the controller battery depleted, but the ins is still depleted. Rep reports the patient's (pt) daughter said the pt fell on the ins, but the rep did not see any visible marks or wound near the ins. Rep said pt is in "extreme pain" from the fall. Rep said they want to do an MRI. Rep said they will meet the pt at the managing doctor's office to check ins. Additional information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). When asked if the cause was determined, the rep stated that the patient had fell and apparently fell on her device. The rep met with the patient and used different charging antennas but they cannot recharge their implant. This issue has not yet been resolved. This information provided was also confirmed with a physician/account.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.